Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2013 was chosen as a best estimate based on the date that the manufacturer became aware of the event. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient had fallen on the generator and it never worked. The patient underwent an explant procedure. No further information could be obtained.